Event description:
As reported by the exactech truliant knee clinical study, approximately 1 month and 6 days post the initial left total knee arthroplasty, the patient presented with arthrofibrosis. The patient was experiencing severe pain with a hematoma formation back in 2017, and since has not been able to regain their range of movement. Their knee has remained very stiff and painful. Consider manipulation under anesthesia and removal of knee scar tissue if necessary. Continue dynasplint, use mobic daily with protonix. Action taken: range of motion exam and knee manipulation under anesthesia. The outcome is considered to be resolved.

Manufacturer narrative:
D10: serial #: (B)(6), catalog #: 02-022-35-3009 - truliant tib imp ps insert sz 3 9mm, serial #: (B)(6), catalog #: 02-022-45-3030 - truliant tib fit tray cem sz 3f / 3t, serial #: (B)(6), catalog #: 521-78-23 - threaded pin size 2.3 collared 2pk, serial #: (B)(6), catalog #: 02-020-11-0230 - truliant ps cem fem ps cem left sz 3, serial #: (B)(6), catalog #: 201-78-15 - holding pin mini sharp point 4 pk, serial #: (B)(6), catalog #: 200-02-35 - three peg patella 35mm, serial #: (B)(6), catalog #: 521-78-32 - threaded pin size 3.0 collarless 2pk. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.